Manufacturer narrative:
The case continued with no impact on pt outcome. The device has not been returned to the MFR.

Event description:
A medtronic rep reported inaccuracy with pak needle; the needle was bent. The rep indicated the surgeon was pressing too hard on the pt anatomy, causing the tip of the needle to bend. The case continued without the needle and there was no impact on pt outcome.